Event description:
Rptr owns a tanning salon. On 5/23/94, a canopy on one of the beds fell on customer. Medical attention was not required. Rptr said the screw that supports the canopy pulled out of the plastic support brackets. The 8 plastic brackets on the other 2 beds are bowing under the weight of the canopy.